Manufacturer narrative:
Device evaluation of monitor (B)(4) is underway. Upon investigation the monitor failed a pulse test and displayed a service code 102. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
While investigating a monitor for an unrelated issue, a reportable problem was identified. The monitor failed a pulse test and displayed a service code 102 (charge profile fault).

Manufacturer narrative:
Follow-up #1: additional information - 10/19/2018. Device evaluation of monitor sn (B)(4) was completed. The cause for the service code 102 was isolated to contamination on the j1000 pca connector. Root cause investigation of similar failures determined that flux residue on the j1000 connector can cause a service code 102. Device evaluation of monitor sn (B)(4) is underway. Upon investigation the monitor failed a pulse test and displayed a service code 102. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor.

Event description:
While investigating a monitor for an unrelated issue, a reportable problem was identified. The monitor failed a pulse test and displayed a service code 102 (charge profile fault).